Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis information -- 2019-01-03 12:26:05 cst pli# 10 product ID# 39565-65 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that 0-7 conductors were broken; 9.8 cm from the distal proximal end of the lead. The body tubing for the #0 - 7 conductors was loosened at molded rubber. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that electrodes 0,3,4,5,6 all showed high impedances. The patient met with the rep because the patient said their stimulation was cutting in and out sometimes. The patient said they fell recently but that was the only thing they could think of that may have led to the issue. The rep said that the group that the patient was using had several of the electrodes showing high. The rep did an impedance check and then reprogrammed the patient using electrodes that were not high. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Device code (B)(4) omitted from initial report. Analysis results of the lead not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was a lead revision/replacement due to the previously reported issues of high impedances and the stimulation cutting in and out. The rep said that the 0-7 contacts were all over 10 ,000 and there was breakage of the lead. No further complications were reported/anticipated.